Event description:
It was reported that the device had an event in which a dose of cisplatin 115mg in 250ml was to be infused over 24 hours. They confirmed via visual pictures that they have in their compounding software that both the bag overfill and the drug volume were removed from the bag. Therefore the rate should have been 10.4ml/hr in finish in the 24 hr time period. The bag ended up having enough volume in it that it infused for 9 additional hours. They cannot figure out how this happened. The infusion completed over nearly 34 hours instead of 24 hours. There was patient involvement. It was noted that there was a delay in the discharge of the patient and patient was readmitted to the hospital with neutropenic fever ten days later.

Manufacturer narrative:
Omit medical device serial # (B)(6), as this is no longer a primary suspect omit device manufacture date: 03/05/2016 . Omit a25 - no apparent adverse event (3189) omit b17 - device not returned. Omit c20 - no findings available. Omit d15 - cause not established. Correction: date of birth, imdrf annex e code, imdrf annex f code. Additional information: medical device serial #, device available for eval, returned to manufacturer on, initial reporter zip, device return to manuf . Device eval by manufacturer, if other specify, device manufacture date. Manufacturer narrative a review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was involved in a service failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the device had an event in which a dose of cisplatin 115mg in 250ml was to be infused over 24 hours. They confirmed via visual pictures that they have in their compounding software that both the bag overfill and the drug volume were removed from the bag. Therefore the rate should have been 10.4ml/hr in finish in the 24 hr time period. The bag ended up having enough volume in it that it infused for 9 additional hours. They cannot figure out how this happened. The infusion completed over nearly 34 hours instead of 24 hours. There was patient involvement. It was noted that there was a delay in the discharge of the patient and patient was readmitted to the hospital with neutropenic fever ten days later.

Event description:
It was reported that the device had an event in which a dose of cisplatin 115mg in 250ml was to be infused over 24 hours. They confirmed via visual pictures that they have in their compounding software that both the bag overfill and the drug volume were removed from the bag. Therefore the rate should have been 10.4ml/hr in finish in the 24 hr time period. The bag ended up having enough volume in it that it infused for 9 additional hours. They cannot figure out how this happened. The infusion completed over nearly 34 hours instead of 24 hours. There was patient involvement. It was noted that there was a delay in the discharge of the patient and patient was readmitted to the hospital with neutropenic fever ten days later.

Manufacturer narrative:
Manufacturer narrative: a review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported that the device had an event in which a dose of cisplatin 115mg in 250ml was to be infused over 24 hours. They confirmed via visual pictures that they have in their compounding software that both the bag overfill and the drug volume were removed from the bag. Therefore the rate should have been 10.4ml/hr in finish in the 24 hr time period. The bag ended up having enough volume in it that it infused for 9 additional hours. They cannot figure out how this happened. The infusion completed over nearly 34 hours instead of 24 hours. There was patient involvement. It was noted that there was a delay in the discharge of the patient and patient was readmitted to the hospital with neutropenic fever ten days later.